Manufacturer narrative:
A ge service representative performed an on site investigation. Performed the table calibrator without error. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2500 system has an intermittent 407 table error. There was no report of patient injury.